Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual evaluation identified the following: the linkage pin that articulates the cam was fractured. Therefore, the cam can neither move as intended nor hold and lock the rasp. A fracture was noted around the cam on the handle's body and the device exhibited wear and tear consistent with use over a potential field age of approximately 13 years. No other damages were noted and no further evaluation could be performed with the returned device. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the broach handle broke. None of the instrument fell into patient. The handle broke at the point where it locks onto broach. The part that holds the broach on tight was no longer functional. No additional information.